Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f14 captures the reportable event of prolonged episode of care. Block h11: investigation results: based on the available information, boston scientific could confirm the reported event of stent break. However, the reported event of stent migration could not be confirmed. The device has not been returned for product evaluation as it was contaminated; therefore, a technical analysis could not be performed. However, media was provided where it can be observed the stent broken and unraveled. Based on the evidence, the as reported code stent break can be confirmed. The investigation concluded that due to the device not being returned, there is not enough evidence to determine whether the stent break was due to the device manipulation of the physician during the procedure or related to a device malfunction. For the reported event of stent migration, this is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned for evaluation; therefore, a technical analysis could not be performed. However, media analysis was performed on provided pictures, and it can be observed the stent broken and unraveled. Labelling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent migration and hemorrhage is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the events of stent migration, stent break and the additional device required were defined in the risk documentation and is documented accordingly in the prr. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted to the distal common bile duct to treat a stricture caused by pancreatic cancer during a procedure performed on (B)(6) 2025. The anatomy of the patient was not torturous. Post-procedure, on (B)(6) 2026, the physician attempted to remove the stent, as it could not be visualized outside the ampulla. At that time, it was observed that the stent had migrated proximally into the duct. Fluoroscopic and endoscopic visualization were utilized during retrieval of the migrated stent. The physician used several types of forceps and was eventually able to grasp the stent and attempt its removal. During traction, resistance was encountered, and portions of the wire structure became deconstructed but remained attached to the rest of the stent within the duct, which had completely collapsed on itself. The proximal end of the stent remained lodged for a prolonged period before the stent was successfully removed in its entirety. As a result of this event, the patient experienced minor to moderate bleeding; however, no intervention was required, as the bleeding resolved spontaneously. Additionally, the procedure was prolonged by at least 30 minutes. The patient has fully recovered and there are no patient complications reported as result of the procedure.